Manufacturer narrative:
(B)(4). It was reported foreign matter biological. One empty opened foil and a winding former with eight needle-suture combinations of product code j727, lot pem446 were received for analysis. During visual inspection of the sample, a yellow substance was observed on the tray. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pem446 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. When opening the package, it was found that a foreign substance like a hair was in the package. There were no adverse patient consequences reported.